Manufacturer narrative:
Analysis of the pump ((B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-03, additional information was received from the manufacturer representative (rep) and confirmed with the physician/account. The rep indicated they were not aware of any previous motor stalls with the pump. The current motor stall did not recover. Surgical intervention was not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a patient and their family member, via a manufacturer representative (rep), regarding the patient receiving fentanyl (50 mcg concentration, 34 mcg/day) and bupivacaine (7 mg concentration, 4.78 mg/day) via an implantable pump for non-malignant pain. The patient's family member called on (B)(6) 2019 and reported seeing an error code 8476 (motor stall) on the patient's personal therapy manager (ptm). The caller also stated the ptm was displaying a "bell" under the refill date. The caller stated the pump was not audibly alarming, and described seeing "1-2 call dr" without a code when checking alarms with the ptm. The caller attempted to deliver a bolus while on the call and the ptm produced the 8476 error code. The patient had not received a recent MRI, but had been exposed to another strong static magnet or other electromagnetic interference (emi) source. The caller stated the patient was at the doctors last friday, but did not have an MRI or medical tests; it was just a regular checkup and he got a shot. The patient mentioned he had prior MRI's in the past were the pump would resume as designed but he had not had one recently. The caller stated the prior MRI's were unrelated to the patient's pump. The caller was redirected to the patient's healthcare professional (hcp) to address the motor stall. There were no reported symptoms. The event date was reported to be (B)(6) 2019. On (B)(6) 2019, an additional report was received from the patient via a manufacturer representative (rep). It reported that a rotor/motor stall occurred on (B)(6) 2019. There were no reported environmental, external, or patient factors that may have caused or contributed to the issue. The pump was read and logs were checked. The pump was placed on minimum rate and the patient was placed on oral medications. The issue was not resolved at the time of this report. Surgical intervention was planned, but not scheduled. The patient's status was alive - no injury.